Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable throughout procedure.

Event description:
It was reported that the patient presented in clinic for routine follow-up. A device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) had inappropriately gone into backup operation with high voltage therapies disabled. It was found that the patient presented for magnetic resonance imaging (MRI) without changing the ICD to MRI mode prior, causing the backup operation. The device firmware was attempted to be reinstalled but was unsuccessful. Further intervention was not performed. The patient was stable.